Manufacturer narrative:
Additional information was received that the nosecone of the delivery catheter system (dcs) did not separate. Per the physician's opinion, the dissection was caused by the natural bend of the nosecone while advancing the arch. The dcs was not over or under driven while in the patient. The valve was never attempted to be deployed while in the patient, therefore the capsule of the dcs was never opened so when the dcs was withdrawn, the capsule was fully closed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the aortic arch was tortuous, which was the most likely cause of the difficulty advancing. The IFU instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". The delivery system was successfully advanced over the arch, however blood pressure dropped significantly and a pericardial effusion and dissection were identified. No more action could be taken without converting to open heart surgery and the patient died. Death and hypotension are known potential adverse effects per the evolut pro+ system instructions for use (IFU). Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension was most likely a result of the pericardial effusion and dissection. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. Procedural films were not provided. Therefore the root cause cannot be confirmed and the relationship to the dcs and the difficulty advancement could not be established. Updated data: h.6. Method and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs) over the arch due to tortuosity. The spines were rotated, and a stiff wire was placed in the contralateral reference pigtail to provide additional support. The delivery system was successfully advanced over the arch, however blood pressure dropped significantly. The physicians began cardiopulmonary resuscitation (CPR). The patient was intubated to insert a transesophageal echocardiogram (tee) probe while being put on bypass. A pericardial effusion was seen on echocardiogram, so a pericardial tap was performed. Then a dissection was discovered in the ascending aorta. The patient did not wish to have their chest opened so the physicians attempted to treat percutaneously with a stent graft. The pigtail and wire were again attempted to be advanced over the arch, but the pigtail kept getting stuck in a dissection flap in the descending aorta. It was suspected the dissection spiraled up and over the arch. No more action could be taken without converting to open heart surgery. The patient expired on the table. Per the physician, it was suspected that the dissection was caused by a nosecone separation.